Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Informed customer this is most likely due to the main speaker. - however when they turn the unit back on the error code cleared. Unit sat and charged for several minutes with battery reading >5 minutes. Battery was installed (B)(6) 2019. Recommended performing the battery conditioning test. Walked customer through performing the test. Provided part numbers for battery and main speaker. Transferred customer or order management for pricing. Ended call. Called to follow up the next day. Message of call can not be completed received twice. Closing case.